Event description:
Over a period of "a few days", the user experienced random high pt creatinine results which when repeated results lower. Exact number of pt samples affected was not provided. Two pt examples were provided, and only the following pt example were discrepant which occurred in 2009. Initial result gave 1.26 mg per dl. This result was held by the customers, laboratory information systems, as failing delta check. The sample was repeated, giving 0.58 mg per dl, and this result was reported. No erroneous results were reported, and pt was not adversely affected. The field service rep determined the reagent probe was out of alignment, and dirty cells to be the cause. He completed a probe adjust and replaced cells. Analyzer performed within spec with no alarms noted.